Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to a single leaflet device attachment and recurrent regurgitation. Crd_993 - bright EU pas patient ID: (B)(6). It was reported that on (B)(6) 2020, the patient presented with tricuspid regurgitation (tr). Two xt triclips were successfully delivered and deployed, reducing the tr to moderate grade 2. There were no complications. On (B)(6) 2024, deterioration in functional class heart failure was noted. Recurrent tr was noted along with revered flow in the hepatic veins. On (B)(6) 2024, a single leaflet device attachment (slda) was observed with the posterior clip along with massive/severe tr. Treatment/intervention is being assessed.

Manufacturer narrative:
H2 correction: h6 - health effect - impact code 4614 removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient was hospitalize and another clip intervention was performed. Bason on the information reviewed, there remains no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous reports, the additional information was obtained: on (B)(6) 2024, the patient was hospitalized for heart failure. During that hospitalization, on (B)(6) 2024, another triclip procedure was performed as treatment. There were no complications reported. The patient is in stable condition.

Event description:
Subsequent to the previous report, the additional information was obtained: the patient had presented with dyspnea and leg edema. Per physician, the single leaflet device attachment (slda) was due to insufficient leaflet insertion and dilated annulus.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported single leaflet device attachment (slda) appears to be related to procedural and patient conditions. The recurrent tricuspid regurgitation (tr) and subsequent heart failure, dyspnea, and edema appear to be related to the slda. Tr, heart failure, dyspnea, and edema are listed in the instructions for use as known possible complications associated with triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention was provided at this time. There is no indication of a product issue with respect to manufacture, design or labeling.